Event description:
It was reported that patient presented in emergency department. Upon interrogation of implantable cardiac defibrillator (ICD), it was noted that device delivered multiple inappropriate shock due to incorrect interpretation of signal. The patient felt pain from the shock. It was also noted that device exhibited under-sensing. Programming changes were made resolving the issue. Patient condition was stable.